Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a hospitalization that occurred on (B)(6) 2015. Patient stated that she was walking at the mall and she fell down. Patient's glasses broke and poked her in the eye. Patient's daughter took her to the hospital, where emergency eye surgery was done. Patient believes that the fall was related to her diabetic shoes. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. There was no alleged device malfunction. Patient was released from the hospital on (B)(6) 2015. At the time of contact, patient reported current condition as "ok". No additional event or patient information is available.